Event description:
It was reported that the insulin pump alarmed, and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had cracked case at the display window.